Manufacturer narrative:
On 21-nov-2019, mentor became aware of an error for conclusion codes in the initial report. Correct conclusion code is cause not established. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, infection, necrosis, wound dehiscence. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a 350cc smooth mentor memorygel breast implant and experienced postoperative right-sided early onset seroma, wound infection, soft tissue necrosis, and impaired healing which led to device extrusion. Per the doctor¿s notes, the patient returned to the doctor¿s office for an incision and drainage of her right breast. At the time of the visit, the patient¿s wound was opened, the implant was exposed, and the wound was draining infected seroma. In turn, the doctor planned to remove the implant, wash out the breast pocket, and excise the dead skin and re-close the wound. The patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implant, catalog # 3503004bc, serial # (B)(4) on (B)(6) 2019.